Event description:
Reportedly, upon entering the abdomen with the trocar, the pt had positive blood, tachycardia and a blood pressure drop. The abdomen was opened and digital pressure applied to the vena cava as fluids were administered. The abdomen was explored for potential other injuries and the vena cava repaired.